Event description:
It was reported through clinic notes dated (B)(6) 2010 that the pt came in for an unscheduled clinic visit due to seizure exacerbation. Pt was having a few episodes of generalized events. Physician noticed that the battery was dead and maybe that's why pt was having an increase in seizures. Pt was scheduled for a battery replacement surgery. Pt underwent a battery replacement surgery. Explanted generator was returned to MFR for analysis. Analysis was completed on the generator and the reported end of service life was confirmed; however, it was also noted that the pt's device had been reset and the settings had changed and they were not the intended settings. It is likely that a faulted system test might have occurred during surgery or at the treating physician's office. The cause of event is unk at the moment. Good faith attempts to obtain add'l info has been unsuccessful til date.